Manufacturer narrative:
It was reported that the surgeon was using the head impactor to remove the head trial which got stuck to the trunion of the femoral implant resulting in the plastic of the impactor breaking off. The issue was resolved and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon was using the head impactor to remove the head trial which got stuck to the trunion of the femoral implant resulting in the plastic of the impactor breaking off. The issue was resolved and the surgery was completed successfully.